Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) advised customer over the phone to charge batteries overnight. Fse came in the next day to test batteries which did not pass the runtime test. Fse replaced batteries and advised the customer to charge unit overnight. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) battery kept shutting off. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period nov-2019 through oct-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.